Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual, microscope, and functional testing was performed on the device. Visual and microscope inspection revealed no damaged or irregularity. There was contrast in the inflation lumen and the loosely folded balloon. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, while trying to insert the device, the balloon burst due to several calcification. The procedure was then completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, while trying to insert the device, the balloon burst due to several calcification. The procedure was then completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.